Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site had opened up and was not healing well, therefore the physician decided to replace the ipg as a caution since it was exposed. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.